Event description:
Customer reported that she was hospitalized due to low blood glucose and heart treatment. The blood glucose reading was 48 mg/dl at the time of hospitalization. Customer stated that she get out and move around and she was not eating much. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.